Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were admitted to the hospital due to a broken hip and hyperglycemia. The customer broke their hip after being released from the nursing home. The patient's blood glucose at the time of admission exceeded 250 mg/dl. The customer also experienced kidney trouble and pneumonia. The customer was disconnected from the insulin pump for less than 48 hours prior to the hospitalization. The customer was treated with lantus (long-acting insulin). During troubleshooting, there were no infusion set or insulin pump anomalies noted. The insulin pump will not return for analysis.